Event description:
Additional information was received. It was reported that the issue occurred during a transsphenoidal removal of a tumor. Additionally, it was reported there was no impact on patient outcome due to the reported issue.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the emitter of the system functioned as designed. The scu control box was replaced. Unrelated to the reported issue, the camera clip for the navigation system was found to be damaged and subsequently replaced. The system then passed the system checkout and was found to be fully functional. Continuation of d10) pn: 9735824, 9735811 ln/sn: unk, unk. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during an unknown procedure. It was reported that the emitter turned off. Navigation and imaging were aborted. There was a delay of less than one hour. Patient impact was not reported. The representative inspected system and found no fault with the emitter and pulled logs for analysis of emitter box as potential fault.

Manufacturer narrative:
D10: updated. Product ID: controller 9735824 em s8 svc, serial/lot : 603001494, ubd: , UDI: (B)(4) h3: hardware analysis could not confirm the reported issue. The returned controller was tested for over 12 hours without interruption while tracking. No fault was found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.